Event description:
Spider wire was properly prepared prior to attempting to introduce the device into the catheter. The device (spider wire) did not feed into the catheter and did not enter the patient's body. FDA safety report ID# (B)(4).